Event description:
The facility representative reported a flogard infusion pump which "does not turn on". It is unknown when this condition occurred in the emergency room. There was no report of patient involvement, injury, or medical intervention related to the device. Upon further review, the quality engineer has attributed the reported condition to a power supply issue. This condition had the potential to interrupt delivery. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem where the pump "does not turn on" was confirmed and reproduced during service evaluation. The quality engineer has determined that the cause was due to a defective power supply. Should additional information become available, a follow-up medwatch will be submitted.